Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: the lens was returned dry in the lens case/vial. Visual inspection found the haptic bent and missing a piece. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, as the surgeon was implanting a cc4204a intraocular lens, diopter +24.5, into the patient's left (os) eye, the lens tore. Intra-operatively, the lens was successfully removed and replaced with an alternate lens. The date of surgery was (B)(6) 2018.